Event description:
Reporter alleged blood glucose measured 445 mg/dl back to back with a result of 185 mg/dl when testing was performed within 5 minutes of each other before dinner. It was stated within another 5 minutes glucose measured 170 mg/dl and another 1/2 hour glucose reading was 130 mg/dl. Reporter stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.